Event description:
It was reported by customer " we are having issues with your pumps where they are sending bubbles to the patient and not alerting the nurse of "air in line." I attached some photos of the machine functioning with air bubbles generating above the pump, moving through the machine and out to the patient with no alarms and no hard stops. I had this issue on (B)(6) 2025 with two different devices that are supposed to be brand new". There was patient involvement, but no harm. Additional information received: the failure to alarm - air in line event #1 occurred 15feb2025 at 1800. The medication that was being infused at the time of the event was flagyl. The volume to be infused (vtbi) was 100mls at an ordered rate of 200/ml/hr. There were no other infusions infusing. There was no harm to the patient.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, g, b, c codes and manufacturer narrative. Investigation summary: the report of a failure to alarm for air in line was confirmed through a review of the provided photograph. The issue could not be tested. Inspection and testing could not be performed as no devices were returned for investigation. Two (2) photos of the alaris system infusion setup were provided to bd. The attached photos show a secondary IV set connected to the y-site port below the check valve and a strip of segmented bubbles from the y-site port and into the pumping chamber. A strip of segmented bubbles is also noted past below the pump module. Log analysis could not be performed as no devices were returned for investigation. Although requested, the dataset, event, error and battery logs were not provided to bd. The bd alaris system with guardrails suite mx v12.3.1 user manual states within notes that the top of the fluid container should never be lower than the y-site port to reduce the risk of air entering the primary set. When the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an ir-in-line bubble larger than the bubble size set as the air-in-line detection threshold. Listed in threshold on page 2-16. (In anesthesia mode only, the threshold value can be set to 500 l.) See section air-in-line settings on page 2-16. When enabled is selected, the air-in-line system detects and responds to an air-in-line bubble size greater than the selected air-in-line threshold listed in threshold on page 2-16. The enable setting also detects and responds to multiple small bubbles of a predetermined number, depending on the bubble size selected as the air-in-line detection threshold. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported failure to alarm for air in line was not determined since no devices were returned for investigation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer " we are having issues with your pumps where they are sending bubbles to the patient and not alerting the nurse of "air in line." I attached some photos of the machine functioning with air bubbles generating above the pump, moving through the machine and out to the patient with no alarms and no hard stops. I had this issue on (B)(6) 2025 and on (B)(6) 2025 with two different devices that are supposed to be brand new". There was patient involvement, but no harm. Additional information received: the failure to alarm - air in line event #1 occurred 15feb2025 at 1800. The medication that was being infused at the time of the event was flagyl. The volume to be infused (vtbi) was 100mls at an ordered rate of 200/ml/hr. There were no other infusions infusing. There was no harm to the patient.